Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two (B)(4) samples were received without packaging for investigation; no residual fluid was detected in the device. A connecting 10ml 0.9% nacl bd posiflush sp syringe was also received to assist the investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite in connection with the posiflush syringe. A visual inspection of the returned (B)(4) samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by connecting them to a 50ml bd plastipak syringe from stock, and to a returned bd posiflush syringe and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number of the complaint sample was reported unknown, however, evaluation of the laser inscribed smartsite® ID determined the likely lot numbers for the affected product to be (B)(4). A review of the production records for the potentially affected lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customers experience could not be determined as no occlusion or flow restriction was observed during testing of the returned products. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ extension sets could not be primed with the posiflush syringe due to blockage. The following information was provided by the initial reporter: "unable to prime extension set. During a cannulation workshop, I connected the posiflush 10ml syringe and the smartsite extension set would not flush. Posiflush disconnected and reconnected; however, still unable to flush."